Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary service center, there was "service gas system" error message when the user was performing calibration. The knob to adjust the flow rate was firm and does not work smoothly. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This reported issue was confirmed by the subsidiary's manufacturing engineering center (mec).